Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted that the complete lead was returned. There were set screw marks noted on the terminals, and a curve in the lead from 85mm to 110mm. There was dried body fluids in the helix and up into the lead lumen, and the helix was extended with tissue entwined. The cathode conductor coil was found to be fractured at 124mm from the terminal pin. The conductor coils at the distal end of the fracture pick up at 134mm from the terminal pin. Due to marks in the insulation, it appears that the suture sleeve was located approximately 110-131mm from the terminal pin. It appears that the fracture occurred under the suture sleeve, or very close to the suture sleeve tie down area. There was lead outer insulation abrasion noted 411-415mm from the terminal pin. The abrasion presents as a long smooth abrasion with exposure only through at the center.

Manufacturer narrative:
As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this report will be reopened and updated as necessary.

Event description:
Boston scientific received information that this right atrial lead exhibited high thresholds and high impedance measurements of greater than 3000 ohms. The lead was explanted and successfully replaced without any complications. To date, there have been no adverse patient effects reported.